Event description:
New information received notes the implantable cardiac monitor (icm) could have lost telemetry for multiple reasons. The icm stopped communicating with the patient's phone and the programmer. The icm could not be felt under the patient's skin, though there was no allegation of erosion from the patient or physician. No imaging was performed as the physician attained an atrial fibrillation diagnosis prior to the failure to interrogate and was satisfied with the results.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during analysis. Upon review, the implantable cardiac monitor was unable to interrogate. No intervention was performed. The patient was in stable condition.